Manufacturer narrative:
A visual and functional inspection was performed on the returned device and identified the inner member was stretched on the proximal balloon marker. The reported complaint was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. In this case, it is possible that the inner member stretched during repositioning of the device, which subsequently resulted in the reported difficulty advancing the device over the guide wire. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with no calcification and no tortuosity. The 3.0x200mm armada 18 balloon catheter was prepared and flushed prior to use and was used with a 0.018 hi-torque (ht) command guide wire. After first inflation, however, the balloon was re-introduced again over the guide wire but the middle part of the shaft of the balloon failed to pass over the guide wire. The same guide wire was used with a new armada balloon to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided. Returned analysis identified the inner member was stretched, on the proximal balloon marker, for a length of approximately 1 centimeter.